Event description:
It was reported that balloon rupture occurred. The stenosis of multiple lesions was located in the non-stenotic left main artery, 99% in the proximal segment of the left anterior descending artery, 95% involving the diagonal branch opening, 20% in the proximal segment of the left circumflex artery with subtotal distal occlusion, and 80% in the proximal and middle segments of the right coronary artery, with fibrous plaque combined with calcified plaque. A 2.00mm x 20mm emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was replaced, and the procedure was completed with a new balloon that was repeatedly expanded. There were no patient complications reported.